Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. In the month of july, customer saw 124 patients a day, 100 a day in office. Seven to eight meters are used at the site. Eighteen reported discrepancies were over an unknown amount of patients.